Event description:
It was reported that at the beginning of april, the child banged her head on the implant site against another child. The parents went to an emergency hospital but did not inform the implanting clinic nor med-el vienna. During a routine visit at the implanting clinic some time later, testing confirmed that the device has malfunctioned. At that time, the child's mother mentioned the impact to her child's head. Another testing is scheduled for next week.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.